Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one broken pusine1 from batch number 0000192999. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. Recommended power settings for the pusine1 are starting out at a minimum setting of 1, slowly increasing to a maximum power setting of 3. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. All of these factors may affect the longevity of the tip. Root cause of breakage is unknown.

Event description:
In this event it was reported that a proultra sine tip #1 broke during use; no injury resulted.